Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, a complete lead was returned in five pieces. Visual examination noted an external insulation abrasion breaching the outer insulation of a portion of the lead at the proximal region. The cause of external insulation abrasion is consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.